Event description:
It was reported that during this change out procedure, the new implantable cardioverter defibrillator (ICD) and right ventricular (rv) fibrillation lead exhibited shock impedance measurements of greater than 200 ohms. This ICD was taken out of the pocket, put together again and reimplanted, with noted high shock impedance measurements. Technical services (ts) assisted with troubleshooting support. The out of range shock impedances could not be measured by the pacing system analyzer. An attempt to connect to the previous chronic device was made and then reconnected to the new device, with the same high shock impedances. It was noted that the patient was occluded and a new lead could not be introduced. Subsequently, the device was programmed to monitor only and tachy therapy was turned off. The physician stated they did not have issues disconnecting or reattaching the devices. Approximately a week later, noise was observed on the presenting electrogram (egm). The field representative noted the patient was being screened for a possible subcutaneous implantable cardioverter defibrillator (s-ICD) but had failing all vectors. This ICD remains implanted at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.